Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). D4. Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The device did not work properly. A cystoscopy was performed and fluid loss in the system was noticed. The balloon was partially deflated upon explanting. As a result, the device was explanted and replaced. No further patient complications have been reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D4. Concomitant product UDI for pump is (B)(4) and for cuff is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The device did not work properly. A cystoscopy was performed and fluid loss in the system was noticed. The balloon was partially deflated upon explanting. As a result, the device was explanted and replaced. No further patient complications have been reported.